Event description:
Reporter stated that pt had been receiving elevated blood glucose (200-300 mg/dl), for the past month, while using the suspect device. Based on the elevated results, pt reportedly, changed their insulin dosage. Reporter stated that, on the day of the event, pt obtained a blood glucose result of 312 mg/dl, while simultaneously experiencing hypoglycemic symptoms. Pt reportedly phoned emergency medical services, and 20 minutes later, was transported, by paramedics, to the hosp. Reporter indicated that, 50 minutes later, pt's blood glucose was tested both on a hosp blood glucose monitor, and by the hosp's lab, with results of 39 mg/dl and 42 mg/dl (reporter did not know which value corresponded which test method). Pt was reportedly treated with intravenous fluids. At the time of report, pt remained hospitalized. Pt's current condition: getting better. Quality control testing had not been performed on the system. Technical support requested the return of the suspect device and replacement product was shipped.